Event description:
It was reported that the battery charger malfunctioned and reportedly emitted spark (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The battery charger has not been returned to the manufacturer as of the date of this report.